Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that multiple past occlusion alarms occurred. The customer declined to change supplies at this time and switched to an alternate method of insulin therapy. There was no reported adverse impact to customer¿s blood glucose level.